Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 39 mg/dl. Customer stated that he was filling up the reservoir and all the insulin leaked out and went all over his shorts. Customer stated that insulin leaked from where the plunger is located. Customer stated that they feel the leak was past the second o-ring. Additionally customer stated that they didn't want to troubleshoot at the time of the call as customer was unable to changes his set while on the phone. Customer declined troubleshooting for low reading. The reservoir will not be returned for analysis.